Manufacturer narrative:
(B)(4).

Event description:
It was reported that therapy had not been working for the pt and the pt never had therapeutic effect. The pt planned to have the device replaced. The pt had one previous diathermy treatment for cellulite reduction and planned to have more in the future. Additional info has been requested.